Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.no related complaint received with return of device. Failure observed during analysis.final analysis found an insulation abrasion at 41.0 cm - 41.3cm from the connector pin. The abrasion found was consistent with exposure to constant friction against another implantable device or heart feature.(B)(4)